Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a generator change procedure. During the procedure, the right atrial lead exhibited low pacing impedance and a filature to sense on the new device. Programming changes were made. The patient was stable.